Event description:
A nurse reported that the fluid pressure from the tubing could not fill the anterior chamber with fluid during a right eye cataract surgery. A reprime test was performed and the issue continued. The cassette was replaced to resolve the issue. The procedure was completed without consequences to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
A product sample has been requested, however, it has not been received for evaluation at the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).